Event description:
The peritoneal dialysis patient's wife called tech support to report "supply bag" alarms. She added that the supply bags were empty when they should not have been and she does now know why. Additionally, a stat drain in the amount of 3768ml was completed for drain 4 because the patient felt full. Manual day fill 1500ml. The reported large stat drain volume of 3768ml exceeds the 180% drain criteria (drain volume/prescribed fill volume: 3768ml/1500ml=251%) for a reportable device malfunction.

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided by the patient. A large intra-peritoneal volume drained at drain 4 with an undetermined cause. There was no adverse event associated with this reported drain volume. The peritoneal cycler (plant investigation) is anticipated and a supplemental report will be submitted upon completion.